Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels (320-466 mg/dl). The infusion set had been changed twice and a correction bolus was delivered to address the bg level. The cause of the high bg was not known. Tandem technical support performed a system check and confirmed the pump was functioning as expected. The customer acknowledged the information and was to discuss the event with a healthcare provider.